Event description:
The physician reported that he opened the licox catheter and placed it into the pt as he has previously done. The pbo2 number that he read off the licox monitor stayed at zero. The physician's experience with this product has been that upon placement, the pbo2 number usually jumps up from zero. The physician did not perform a fio2 challenge. He placed a new catheter which functioned properly. The product has been packaged in a sterile container and is being returned for eval.

Manufacturer narrative:
To date the involved device has not been received for eval. An investigation has been initiated based on the reported info.